Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the device was failed calibration for an error 51 (water temperature 2 is out of range at 28 degree celsius). Verified the calibration test unit (ctu) was in calibration and then discussed this indicated the outlet control temperature (t2) thermistor was not able to be calibrated. They requested a quote for the tank harness replacement and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the device was failed calibration for an error 51 (water temperature 2 is out of range at 28 degree celsius). Verified the calibration test unit (ctu) was in calibration and then discussed this indicated the outlet control temperature (t2) thermistor was not able to be calibrated. They requested a quote for the tank harness replacement and a loaner.